Event description:
Complainant alleged that during the biomedical department's routine testing and preventative maintenance, the device's main selector switch was not functioning properly, causing the joule settings to be out of specification. The complainant indicated that there was no pt involvement in the reported failure.